Manufacturer narrative:
The reported event could be confirmed, from the available radiographs. From the available radiographs, a formal medical opinion was sought: ¿this is a very unstable reverse trochanteric fracture and these particular fractures need proper reduction and (often) additional stability, and depending on the patient and activity even restrictions in the post-operative care regime. Even the movement of the lag screw is most probable based on the instability of the construct. The movement of nail in the femur , most probably caused the movement of the lag screw in the proximal part of the fracture. This movement had a stronger force than the set-screw can give which caused it fail, which let the lag screw start to move even more and breakout. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause of the reported event is multi-factorial: the location of the fracture, the choice of the implant given the fracture type, and the patient activity levels post-op may have contributed to an inadequate load distribution, and therefore the migration of the lag screw.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the patient had pain and came to the hospital a day before the revision surgery was done. No other outstanding circumstances. The reduction on the initial surgery was very good. Then the immediate post op shows a step off on the lateral cortex. Although, it was no longer perfect, it was still acceptable in the surgeon's mind so he had the patient continue to weight bear, as originally planned. When the patient showed up for their follow-up, later x-rays displayed the fracture had not healed and the implant has started to fail. I think the initial fear that the surgeon has initially with the implant is that the set screw did not hold the lag screw in place. And the lag screw eventually toggled too much and backed out leading to collapse of the whole construct."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device was discarded.

Event description:
As reported: "the patient had pain and came to the hospital a day before the revision surgery was done. No other outstanding circumstances. The reduction on the initial surgery was very good. Then the immediate post op shows a step off on the lateral cortex. Although, it was no longer perfect, it was still acceptable in the surgeon's mind so he had the patient continue to weight bear, as originally planned. When the patient showed up for their follow-up, later x-rays displayed the fracture had not healed and the implant has started to fail. I think the initial fear that the surgeon has initially with the implant is that the set screw did not hold the lag screw in place. And the lag screw eventually toggled too much and backed out leading to collapse of the whole construct."